Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was lens power error. In the surgeon's opinion, the quality of the intraocular lens did not contribute to the event. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was requested, but further no information was available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but two diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).